Manufacturer narrative:
MFR has requested return of device for analysis. Fire dept had indicated to the user that there was a shorted wire of some kind on the chair. Maintenance history of the device is unk. A formal analysis will be conducted on returned device, which is anticipated by feb 1. Device appears to be out of warranty. Follow up submission will be made regarding the results.

Event description:
While in the hospital elevator, the consumer allegedly saw smoke coming out of the back of the chair. Possible fire. No injury is reported.